Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. Patient had a hypoglycemic event. Patient claimed she passed out and paramedics were called. Patient's husband treated patient with glucagon and then patient regain consciousness with paramedics. Patient is using device while pregnant against user guide recommendations. At the time of her call to dexcom technical support, patient was feeling fine.